Event description:
It was reported by svc report that the cot tipped over on an incline during an ems call. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cot tipped while attempting to travel up an incline.